Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: attachment device, handpiece device (B)(6) 2022. This device was returned for evaluation; however, during pre-repair assessment, it was determined that the device passed all manufactures specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. UDI: (B)(4).

Event description:
This is report 2 of 2 for the same event. It was reported that during an unspecified surgical procedure it was observed that two attachment devices did not work and were getting hot. According to the reporter, dirt was found inside the attachment device when the surgeon disassembled the tip during the procedure to try to understand why the devices were getting hot. After cleaning, the attachment device worked temporarily, however it was still hot. It was noted that the handpiece device being used with the attachment devices was not getting hot and there was no allegation against the handpiece device. It was reported that there was a 25-minute delay in the procedure due to the event. It was reported that a thigh tourniquet had been left on for more than 125 minutes. It was reported that an unspecified spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.